Event description:
It was reported that during a peripheral arterial angioplasty, a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous anterior tibial artery. The 1.5mm x 20mm, 142cm coyote es otw balloon was inflated once and ruptured at 10atms. The procedure was competed with another device. No patient complications were reported and the patient condition is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).